Event description:
Rvtlp to rvcoil lead impedance warning an rvtip to rvcoil impedance of 190 ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).